Event description:
It was reported that the user experienced an urgent low glucose soon alarm followed by a low glucose alert while using the ilet with a connected cgm, and fingerstick confirmed a blood glucose of 72 mg/dl that rose to 78 mg/dl five minutes after ingesting 15 grams of oral glucose and then to 90 mg/dl on a subsequent fingerstick while the cgm displayed 70 mg/dl. Symptoms included hypoglycemia. Outcomes included recovery to normoglycemia after oral glucose administration without medical intervention or hospitalization. Investigation included troubleshooting and education regarding prompt carbohydrate intake, timed reassessment with fingersticks, and allowing the cgm to self-calibrate after correction. Investigation of this case revealed no device malfunction and a cgm-to-fingerstick discrepancy consistent with expected sensor lag following treatment of a low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.